Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit was returned due to a system hot complaint; however, the issue could not be confirmed during testing. The issue was damaged compressor mounts, caused by a sustained compressor vibration. Additionally, high psa cycle value (9) due to contaminated zeolite from moisture absorption. The lower housing & uip were replaced due to cosmetic issues.

Event description:
It was reported that the patient's device was noisy and the system hot error message was seen. It was noted that the patient's oxygen levels dropped to 67%. Troubleshooting was performed. Still, the device was replaced. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.